Manufacturer narrative:
(B)(4).

Event description:
It was reported that "customer found that there was a leakage when connecting ez-multiport to breathing circuit. It was confirmed that defect was found before patient use". No patient involvement reported.

Event description:
It was reported that "customer found that there was a leakage when connecting ez-multiport to breathing circuit. It was confirmed that defect was found before patient use". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that a visual exam was performed and it was observed that the multiport adaptor was not returned. A device history record review was performed and no relevant findings were identified. Because the complete device was not returned, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.